Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported stated the battery depletion type was "unknown." It was noted the patient was "in treatment" with a status of "normal" with their replacement ins.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins¿s expected longevity was not met. The cause of the issue was unknown.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) was found to be depleted and at end of service ( eos) as of (B)(6) 2016. The ins was replaced as a result of the event on (B)(6) 2016. It was noted the ins was used with continuous stimulation settings. However, because the ¿parameters were not high, the physician suspected this was a quality issue.¿ the patient¿s status was ¿normal¿ following the device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.